Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/09/2015. The fse found a leak at valve vl160. The leak had also shorted the solenoid for vl160. The fse replaced valve vl160, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the unicel dxh 800 cellular analysis system. The instrument was generating 'vent ovrflow' errors when the leak was noticed. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.